Event description:
It was reported, "during a tonsilectomy, cautery wand burned through wand and arced into patient's mouth. Patient received a burn on his inside upper lip. He was given bacitracin and will be following up with doctor."

Manufacturer narrative:
The device has not been returned to conmed corporation for evaluation. The end-user facility risk management has retained the device until they determine if it is needed for possible litigation. A supplemental report will be filed when the quality engineering evaluation is completed.